Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The bwi representative also reported that the physician had difficulty advancing transseptal over the dilator on the vizigo sheath. The vizigo sheath was removed from the body, and it was then noticed that the dilator had advanced and pushed through the side port on the vizigo sheath. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. This event is being reported for the dilator going through the side port.